Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Intra procedural fluoroscopic images were provided for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was provided and confirmed a good load. The bioprosthetic valve was implanted into a failed medtronic mosaic surgical valve. As the valve is being deployed, it appears to have significant parallax and is very high. Of note, the radiopaque eyelets of the mosaic valve are the only components visible on fluoroscopy. The target depth of implantation is 3 mm. Recapture is recommended if depth <(><<)>1mm or >5mm, depth of implantation of the first valve is higher than the 3mm target and >5mm so a recapture was warranted. Despite the high position, the valve was released dislodging to the top portion of the surgical valve. Evidence shows a post balloon aortic valvuloplasty was performed at this time further dislodging the valve. The dislodged valve was not snared and a new valve was implanted through the first valve and appeared to be under expanded warranting a post balloon aortic valvuloplasty. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted "too high" and then dislodged following a post-implant balloon aortic valvuloplasty. Subsequently, a second valve was successfully implanted. No additional adverse patient effects were reported. Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed. Severe aortic stenosis was noted to have contributed to the "too high" implant position. A post implant bav was performed due to paravalvular leak (pvl). The patient was rapid paced during the post dilation. The second valve that was successfully implanted was implanted valve in valve. Additional information was received which reported that the pvl was classified as moderate.